Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, knee pain, tenderness, muscle pain, ovarian cyst, sciatica, abdominal pain lower, abdominal discomfort, barium enema, irritable bowel syndrome, colonospasm, stress, high cholesterol, gerd, anemia, lumbar disc disease, diverticulitis and hypercholesteremia. Concurrent conditions included lumbago, headache, tiredness, dyslipidemia, not sexually active, abdominal pain, polymenorrhoea, nausea, vomiting, sleep restless, syncope, light-headed, endometrial polyp, pap smear abnormal, chest pain, aphasia, painful respiration, pleuritis, cough, peripheral swelling, sleep disturbed, pain in extremity, swelling nos, neck pain, joint disorder, mental disorder, paresthesia, confusion, neck stiffness and sleep restless. Concomitant products included cefixime (flexeril) since (B)(6) 2013 for arthritis, levonorgestrel (mirena) from (B)(6) 2010 to (B)(6) 2012 for contraception, topiramate since (B)(6) 2011 for migraine as well as codeine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2015, eletriptan hydrobromide (relpax) from (B)(6) 2012 to (B)(6) 2012, naratriptan hydrochloride (amerge) since (B)(6) 2012 and rizatriptan benzoate (maxalt) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2012. Received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine and menorrhagia. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events added: abdominal pain, dysmenorrhea (cramping). Outcome of the events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia were updated to recovered/resolved. Reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, knee pain, tenderness, muscle pain, ovarian cyst, sciatica, abdominal pain lower, abdominal discomfort, barium enema, irritable bowel syndrome, colonospasm, stress, high cholesterol, gerd, anemia, lumbar disc disease, diverticulitis and hypercholesteremia. Concurrent conditions included lumbago, headache, tiredness, dyslipidemia, not sexually active, abdominal pain, polymenorrhoea, nausea, vomiting, sleep restless, syncope, light-headed, endometrial polyp, pap smear abnormal, chest pain, aphasia, painful respiration, pleuritis, cough, peripheral swelling, sleep disturbed, pain in extremity, swelling nos, neck pain, joint disorder, mental disorder, paresthesia, confusion, neck stiffness and sleep restless. Concomitant products included cefixime (flexeril) since (B)(6) 2013 for arthritis, levonorgestrel (mirena) from (B)(6) 2010 to (B)(6) 2012 for contraception, topiramate since (B)(6) 2011 for migraine as well as codeine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2015, eletriptan hydrobromide (relpax) from (B)(6) 2012 to (B)(6) 2012, naratriptan hydrochloride (amerge) since (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and rizatriptan benzoate (maxalt) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2012. Received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine and menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding (vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, knee pain, tenderness, muscle pain, ovarian cyst, sciatica, abdominal pain lower, abdominal discomfort, barium enema, irritable bowel syndrome, spasms, stress, high cholesterol, gerd, anemia, lumbar disc disease, diverticulitis and hypercholesteremia. Concurrent conditions included lumbago, headache, tiredness, dyslipidemia, not sexually active, abdominal pain, polymenorrhoea, nausea, vomiting, sleep restless, syncope, light-headed, endometrial polyp, pap smear abnormal, chest pain, aphasia, painful respiration, pleuritis, cough, peripheral swelling, sleep disturbed, pain in extremity, swelling, neck pain, joint disorder, mental disorder, paresthesia, confusion, neck stiffness and sleep restless. Concomitant products included cefixime (flexeril) since (B)(6) 2013 for arthritis, levonorgestrel (mirena) from (B)(6) 2010 to (B)(6) 2012 for contraception, topiramate since (B)(6) 2011 for migraine as well as codeine, codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2015, eletriptan hydrobromide (relpax) from (B)(6) 2012, naratriptan hydrochloride (amerge) since (B)(6) 2012 and rizatriptan benzoate (maxalt) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events added from pfs - abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines / headaches. New reporter information, medical history, patient details, concomitant drug, concomitant condition and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.